Manufacturer narrative:
Sorin group USA received a report of a bright green discoloration noted on the tubing after a couple of days ECMO. There was no patient impact. Communication with the customer later indicated that the facility felt the green spots may be a bacterial growth and the patient's blood was cultured. This medwatch is being filed as a result of this action. The facility has since reported that no bacterial growth was found. One piece of 1/4" tubing was returned to sgu for evaluation. Upon receipt, the tubing was subjected to visual inspection. Visual inspection confirmed the presence of spots on the tubing. The composition and origin of the spots could not be determined. The sample was sent to an outside laboratory for analysis. The laboratory has completed their analysis. Visual inspection of the tubing cross-section indicates that the staining is on the exterior diameter of the tubing. Therefore, there would be no patient contact. The ftir spectra of the tubing in the stained area and the non-stained area are consistent with each other, and both are consistent with a library spectrum of pvc. There are no features in the spectrum of the stained area that would suggest an additional component is present in the material. The report stated that it is possible that the staining is some form of dye, and that there is an insufficient amount of the dye present to produce to produce a response in the ftir analysis. This product was sold and shipped to the customer by gish biomedical. In july 2010, sorin group USA acquired gish biomedical. Gish manufacturing operations have been discontinued. Manufacturing personnel are no longer available. No further action is deemed necessary.

Event description:
Sorin group USA received a report of a bright green discoloration noted on the tubing after a couple days of ECMO. There was no patient impact.